Event description:
It was reported by the customer PICC ruptured during CT. Additional information received: PICC was inserted on (B)(6). On (B)(6), patient went to CT for a scan and the PICC was wrapped in coban. The CT scan was successful, but afterward the CT tech and patient noticed it was leaking. The PICC appeared to have a rupture with saline leaking under the dressing, and the patient reported to the CT tech that the PICC ¿exploded¿. No injury was reported, and the PICC was removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was one 4 fr single lumen powerpicc solo catheter. An initial visual observation showed use residue on the returned sample. A microscopic observation revealed a kink impression with a jagged longitudinal split in the catheter tubing at the 3 cm depth marker. The fracture surfaces were observed to be granular in texture, and what appears to be abrasive damage was observed on the surface of the catheter tubing adjacent to the split. The features of and around the split suggest that compressional forces, repetitive kinking of the catheter tubing, and/or over-pressurization may have contributed to the observed damage; however, the exact cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.